Manufacturer narrative:
(B)(4). Device evaluated by MFR: the guidezilla¿ device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. A guidezilla¿ guide extension catheter was selected for use. During unpacking of device, it was noted that catheter was broken at the transition point. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: device was returned for analysis. The returned product consisted of a guidezilla guide catheter. The proximal hypotube shaft and collar were microscopically and visually examined. There were numerous slight kinks throughout the hypotube shaft. The distal guide segment of this product was not returned with the remained of the device and is not expected for analysis. There were no irregularities in the radiopaque transition collar or the hypotube shaft material that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the catheter broke. A guidezilla¿ guide extension catheter was selected for use. During unpacking of device, it was noted that catheter was broken at the transition point. No patient complications were reported.